Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es results were obtained from patient samples from three different patients processed using vitros troponin I es (tropi es) reagent lot 3660 on a vitros eciq immunodiagnostic system. A definitive cause of the non-reproducible, higher than expected vitros tropi es results was not established. Based on historical quality control results, a vitros tropi es lot 3660 performance issue is not a likely contributor of the event. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3660. An instrument issue was a possible contributor of the event. An ortho field engineer identified contamination within the instrument. However, precision testing before and after cleaning actions appeared to be acceptable. An instrument issue cannot be ruled out nor confirmed as a contributor of the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer reported non-reproducible and higher than expected vitros troponin I es results were obtained from patient samples from three different patients processed using vitros troponin I es (tropi es) reagent in combination with a vitros eciq immunodiagnostic system. Patient 1 sample vitros tropi es result of 0.157 ng/ml versus the expected result of < 0.012 ng/ml. Patient 2 sample vitros tropi es result of 0.394 ng/ml versus the expected result of < 0.012 ng/ml. Patient 4 sample vitros tropi es result of 0.078 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results were reported from the laboratory. However, no treatment was initiated, altered or stopped based on the results. Corrected reports were later issued for the samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).